Event description:
This report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. A power management (pm) board was returned for which the customer was given the option of part replacement or part credit. No device information was provided. It was reported that the v60 ventilator showed a vent inop message error code 1007 after the pm board was installed. The device was outside of use at the time of the reported failure. There was no report of patient or user harm. We are unable to confirm the final decision by the customer, or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Previous initial report should have included below information: this report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. A power management (pm) board was returned for which the customer was given the option of part replacement or part credit. No device information was provided. It was reported that the suspected power management board was installed and then powered on; it was then reported that a vent inop message (1007 (post) vent-inop: machine and proximal pressure sensors failed) was observed. During service mode, the ventilation info screen did not show the software version, battery lot identification, and manufacturing date. The device also did not display the information for the data acquisition board, power management board, blower assembly, air and o2 flow. It is unknown if the device was in use at the time of the reported problem. No patient or user harm was reported. We are unable to confirm the final decision by the customer, or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.